Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins 'keeps going off' so its not working. The patient charged the ins to 100% the night prior to then report and that the following day around 1 pm the battery level was already in red. The ins didn't last 8 hours. The patient was in pain on and off because some days is works and other days is doesn't. It was noted that sometimes the patient has to recharge twice a day. During the call the patient was able to start a charging session and was getting 'excellent' recharge quality. The patient was redirected to follow-up with the hcp. No further complications were reported.